Manufacturer narrative:
Procode: mof/dqx. Article attached to file: kurata, a., suzuki, s., iwamoto, k. Et al. (2011). Efficacy of endovascular surgery for ruptured aneurysms with vasospasm of the parent artery. J neurointervent surg 2012;4:190e195. Doi:10.1136/neurintsurg-2011-010007. This submission is related to a literature article discovered in an effort to support the cer submission process, as such, the associated time frame of event dates includes but is not limited to 20 years. These articles are being reviewed on a monthly basis for safety signals and will be followed by monthly trending assessments as well as pms reviews. Date of event, product code, and lot number could not be obtained from the author. UDI: unknown part number, attempts to obtain product part number were unsuccessful, UDI unavailable. Conclusion: the agility wire was not available for analysis. In addition, the lot number could not be obtained; therefore, a DHR review could not be performed. Ischemia and related neurological dysfunction, including stroke are known complications associated with use of the agility wire and endovascular procedures and is listed in the agility instructions for use (IFU). The root cause of the event could not be determined based on the information provided in the article; however, procedural/patient factors or other concomitant products may have contributed to the event. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
In the literature article ¿efficacy of endovascular surgery for ruptured aneurysms with vasospasm of the parent artery¿ by akira kurata, sachio suzuki, kazuhisa iwamoto, madoka inukai, kuniaki nakahara, kimitoshi satou, june niki, makoto sasaki, kiyotaka fujii, shiichi kan, takao kitahara, published j neurointervent surg 2012;4:190e195. Doi:10.1136/neurintsurg-2011-010007, cerebral infarction was reported in case 5 post endovascular surgery with use of an agility wire (catalog/lot not specified in the article. Case 5 involved a (B)(6) man who presented with headache and vomiting and was admitted immediately after the onset. Subarachnoid hemorrhage (sah) was evident on the CT scan which suggested an aneurysmal rupture of the aca, but this could not be confirmed by angiography. The next day re-rupture occurred, resulting in aggravation of unconsciousness (h&h grade ii-IV). A second angiography 7 days after the first again failed to delineate the aneurysm, but a third angiography after 17 days showed an aneurysm at the right a1-a2 junction with vasospasm located in the terminal portion of the right internal carotid artery, aca (a1-a2 portion) and mca (m1 portion). Endovascular surgery was recommended. An excelsior sl-10 microcatheter preceded by an agility 10 soft-tip guidewire was successfully introduced into the aneurysm which was completely obliterated, followed by catheterization into the peripheral aca (a2 portion) and m1 portion. Patient had a new episode of cerebral infarction in the area correlating with the distribution of catheterization and the neurological deficit had completely disappeared 3 months after the onset. Per the article, endovascular coil embolization had been used in 18 consecutive patients with ruptured aneurysm with vasospasm of the parent artery ranging from 2 to 28 days (mean 9 days) after the initial subarachnoid hemorrhage. After successful obliteration of the aneurysm, a microcatheter preceded by a guidewire was introduced into the peripheral vessels with vasospasm of the a2 or m2 portions in order to release the vasospasm mechanically. Multiple attempts to obtain additional information were unsuccessful.